Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during installation of the backup battery in the backup system controller, two screws broke while being tightened. The system controller was replaced.